Event description:
The customer reported to olympus that the gastrointestinal videoscope water supply was not working properly. The issue was found during preparation for use. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During testing and inspection of the returned device, foreign object was noted inside the nozzle, which has been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: the device was returned to olympus for evaluation. During the device evaluation, it was determined that foreign material had clogged the inside of the nozzle. Additionally, the evaluation revealed the following findings: due to wear of angle wire bending angle in up/down direction and the play of up/down knob was out of the standard value and the angle wires were stretched; bending tube was deformed; adhesive on bending section cover had a chip; due to clogging of the nozzle, water removal ability did not meet the standard value; plastic distal end cover, connecting tube, forceps elevator lever, free-engage knob, right/left knob, up/down knob, control unit, switch box, universal cord, grip, and switch 1 had a scratch; image guide protector had a cut; connecting tube had a dent; connecting tube, control unit, objective lens, and light guide lens had discoloration; protector of universal cord on suction connector side had a scratch; paint on scope connector cover was peeled; switch 4 was worn; and suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.